Event description:
During a laparoscopic splenectomy, the device was passed from the circulating nurse to the scrub nurse to the physician, and was directly applied to the pt. When device was opened to retract, it did not work. Upon removal, it was noted that the pin at the base of the fan segments was missing. It is unclear if the pin was missing prior to use on the pt or if it remains in the pt.